Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the both returned smart coils revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub prior to advancement, the embolization coil may start to take shape inside the hub, upon further advancement damage such as this may occur. The offset coil winds likely contributed to the resistance experienced during advancement. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01373.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil more than six centimeters past the hub of the microcatheter; therefore the smart coil was removed. The physician successfully deployed and detached additional smart coils, and then again was unable to advance another smart coil more than four centimeters past the hub of the microcatheter. The smart coil and microcatheter was removed, and the physician then inserted another non-penumbra microcatheter. Upon attempting to advance the same smart coil, the physician again felt resistance; therefore the smart coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.